Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient's blood glucose level has been elevated to the 400-500mg/dl range. The patient reportedly went to change the cartridge and noticed that the cartridge had leaked inside the pump. The reporter was not sure where the leak was coming from and did not note any damage to the cartridge. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to a leaking cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.